Manufacturer narrative:
Loss of prime alarms are not likely to cause an adverse event, as the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump kept emitting loss of prime alarms and the patient subsequently experienced elevated blood glucose (bg) over 400mg/dl with nausea and vomiting. The patient was reportedly given correction injections to bring bg down. During troubleshooting, the reporter noted a pattern of the loss of prime alarms being around times of increased activity. The reporter noted that the patient swings the pump and likes to ¿twirl the pump round and round¿. Customer technical support advised that this could loosen the cartridge cap and cause loss of primes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy due to use error.